Manufacturer narrative:
H10, h3, h6: the reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation did not reveal any problems. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10 h6: a device deficiency was identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer-supplied photograph was performed and observed the monitor was displaying the osd text, and the live video image had vertical streaks. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Reference: (B)(4).

Event description:
It was reported that the camera head was not displaying image on the screen. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.